Event description:
It was reported that crosstalk was observed on the lead. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.